Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.